Event description:
Reporting status: serious injury - required intervention / permanent damage. Reporting rationale: stent compressed into the vessel wall. Device issue: stent dislodgement. It was reported that the device was being used in an acute myocardial infarction (ami) pt. Another stent was deployed and placed. An attempt was made to then place the ultra in the distal rca. The stent became dislodged during the attempt and was caught on the previously placed stent. It was then compressed against the vessel wall with a third stent. No add'l event or pt info available.

Manufacturer narrative:
Results and conclusion summation: prod performance engineering reviewed the incident info. Potential causes of stent dislodgement may include, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and / or anatomy, and lesion morphology. The instructions for use states, "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion." It appears that the stent dislodgement is a result of the interaction with the previously implanted stent; however, a conclusive root cause cannot be determined.